Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: ¿empty cartridge alarm indicates that the pump has detected that the cartridge is empty and all deliveries have stopped.¿

Event description:
It was reported that customer's blood glucose (bg) level was "high" (specific bg value was not provided). Reportedly, customer allowed the pump to deplete of insulin, preventing any further insulin deliveries. Customer administered a correction bolus of insulin to address high bg. A new cartridge was loaded to resolve the issue.